Event description:
It was reported that during a shoulder cuff repair surgery, the footprint ultra anchor broke while implantation. All the pieces were removed by tweezers. The procedure was successfully completed with a non-significant surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the proximal end of the anchor, held in place by the distal tip, which was bent at a greater than 90 degree angle. The remainder of the anchor was returned in a bag, the distal tip of the anchor is fractured and pushed back into the body at the suture window. There is debris on all returned items. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. A clinical review states a single undated, unlabeled image that shown a broken anchor was provided that confirms the breakage. If a portion of the footprint ultra anchor remains retained in the patient, it is made of a biocomposite material which is intended for implantation. If the anchor was retained, it is unknown if the anchor will migrate and there is potential risk for tissue inflammation and/or pain. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the footprint ultra anchor broke while implantation. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.